Event description:
It was reported that when using the bd pyxis¿ es server, users were unable to log in due to an authentication failure. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the login issue had occurred and authentication was unsuccessful. A technical support specialist (tss) dialed into the server and identified login failures in patient encounter system with user not authenticated error. Tss confirmed issue by cross checking with another user and found the pyxis identity application pool was disabled due to repeated failures. Tss restarted the application pool, after which pes login was successfully restored for all users. Tss also observed a low virtual memory and pending windows updates, user later confirmed account was unlocked by the information technology and login was successful. The system functioned as intended after technical support specialist troubleshot the device.